Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 536 mg/dl at time of incident. Troubleshooting was performed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check their settings. Customer declined to test insulin pump. Customer states doctor has recently made changes with the insulin sensitivity, active insulin time but customer decline to go over programming. The device will not be returned for analysis.